Manufacturer narrative:
Eval summary: the analysis results showed that one instrument was rec'd with the cartridge pan inside the anvil. After the cartridge pan was manually removed, the instrument was tested with a test cartridge and it fired conforming.

Event description:
It was reported that during an unk procedure, that when the device was opened and inspected for use, the white staple load did not sit well in the instrument. A like device was used to complete the case. There was no pt consequence.